Event description:
The pt reported that the suspect device was used to check blood glucose. A result of 120mg/dl was obtained. Upon removing the test strip, the result changed to 632mg/dl. The suspect device stored the 632mg/dl value in memory.